Event description:
It was reported that during primary surgery of left knee, doctor extracted total left knee due to infection of skin.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 9 mm poly insert. Additionally, an unknown a29 patella was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.